Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse found the battery to be discharged. The cse charged the battery. The device passed the electrical safety test, extended self-test (est) and the short self-test (sst) according to MFR specifications. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator's battery was inoperative while the ventilator was being used on a patient. The patient was not harmed or injured as a result of the event. The date of the event is unk. No additional information is available at this time.